Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. Prior to fixating the right ventricular (rv) leadless pacemaker (lp) with the delivery catheter during procedure, no cardiac motion was noted. It was then found that there was a cardiac perforation suspected to be at the anterior groove, leading to cardiac effusion. Pericardiocentesis was performed and the rvlp was not implanted. The procedure was abandoned with no device implanted. Patient condition was stable.

Event description:
Additional information received notes that the patient also experienced cardiac tamponade in the right ventricle.